Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device upgrade. Upon pre-procedure interrogation, the atrial lead was found to undersense with intermittent capture. Fluoroscopy showed the lead to no longer be in a standard location. The lead was capped on (B)(6) 2021, and a new lead implanted. The patient was stable.